Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was received for analysis. The is-1 connector was not returned. An extraction aid was found on the lead, it is reasonable to assume that the lead was cut from the is-1 connector pin during the extraction procedure. The insulation was found abraded through between 2.5 and 7 cm proximal to the lead tip. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor coil was found squeezed and deformed 44.5 cm proximal to the lead tip. The deformation probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Replacement surgery was performed due to suspected fracture. Should additional information be received, this file will be updated.